Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned and another manufacture's device was explanted due to an unspecified shock impedance issue. No additional adverse patient effects were reported.